Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Cystectomy - the applied medical representative was present for the case. Per the rep, residents were morcellating a dermoid cyst within the alexis contained extraction system. The guard was used. The morcellation technique used did not appear to be extracorporeal but rather deep, and within the bag. The residents unknowingly grabbed bowel instead of the cyst during the morcellation process and damaged the bowel. Bowel required repair by an attending physician. Patient was okay after the case. Rep recalls that laheys or tenaculum were used for the morcellation. Applied medical received additional information from the sales rep on feb 23, 2017: "sorry for the delayed email. The doctor made it clear that it had nothing to do with the alexis contained extraction system. He said the resident went too far down in the abdomen. " intervention: bowel required repair by an attending physician. Patient status: bowel repaired, patient ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.